Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following a surgical procedure in which the system was placed into surgery mode, the ipg could not communicate with external devices. After troubleshooting, the issue was resolved.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.